Event description:
It was reported that during testing at the user facility, the device had handswitch issues. No delay, no medical intervention and no adverse consequences were reported with this event. It was determined during testing at the manufacturer facility that the device was running without user activation.